Event description:
Revision surgery- the pt dislocated.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after one month of patient use. The outcomes attributed to this event are non-serious. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 48th complaint for this part number: 20 due to dislocation, eight due to infection, six for dissociation, four due to loose joint, two fractures, two due to pain, one limited range of motion, one due to trauma, one for non-assembly, one due to wear, and one for a clicking noise. This is the first complaint for this lot number. The root cause for the dislocation was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. Several factors not related to the implant can play a role in dislocation such as; loose joint from inadequate soft tissue and patient activity.